Manufacturer narrative:
The technician found the hi/low down valve was sticking open. The technician replaced the valve solenoid to repair the bed.

Event description:
Information received indicates the head hi/low function is drifting.